Event description:
It was reported that an erbe system; argon plasma coagulator (apc) model apc 300 with an electrosurgical generator model icc 200 e/a (part number 10128-205 and (B) (4)) was involved in a patient incident. Upon the removal of a polyp during a colonoscopy, the apc was activated to coagulate the bed of the polyp. A bowel explosion occurred which resulted in a perforated colon (note: the bowel preparation was considered to have been adequate). Surgical intervention was performed to address the situation.

Manufacturer narrative:
The apc/esu system was returned and thoroughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. Upon the evaluation and as requested by the customer, a system certification was performed on the units (note: unrelated to the reported event, a printed circuit board was replaced in the esu due to a damaged component. Also several 2-pin card rails were replaced in the esu). In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. It appears that combustible gases (e.g., methane and/or hydrogen) were at such a concentration in the bowel that when argon plasma coagulation was applied, an explosion occurred. Although very rare, the complication can occur. Therefore, there is a warning in the user manual that when using electrosurgery in the gastrointestinal tract, there must not be any combustible or explosive endogenous gases present. The involved medical personnel are being made aware of the findings. Further, in-servicing work is being planned at the medical center (note: published literature on the subject was provided to the account). Erbe USA, inc. Is now closing the file on this event.